Manufacturer narrative:
The user reported experiencing electric shock sensations associated with the transmitter. For further evaluation, a transmitter replacement was approved and the device was requested for return. However, the device was not returned by the time of complaint closure. As the physical device was not available for evaluation, no further investigation could be performed to confirm device malfunction. Based on the device design, there is no mechanism by which the transmitter could produce an electrical shock. The root cause of the reported experience could not be determined based on the available information.a new transmitter was provided to the user.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where the user reported feeling sensation of electric shocks from the transmitter. The user did not report any patient harm or adverse event resulting from this issue. An RMA was authorized for return of transmitter for further investigation.